Manufacturer narrative:
Concomitant medical products: dtpb2d4 crt-d implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post system upgrade procedure, the patient noted pain in their chest and pain on the side of the implant site. A cardiac resynchronization therapy defibrillator (crt-d) infection was suspected. The patient was treated with antibiotics. The patient later developed a systemic infection with significant vegetation on their leads. The system was removed utilizing a vacuum-based device used for removal of materials from the intravascular system. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.